Event description:
It was reported that the patient passed away due to progressive aortic insufficiency (ai) in addition to renal and liver failure. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
The patient's onset of aortic insufficiency is captured under MFR # 2916596-2022-00313. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached to the pump cable inline connector. Approximately 4¿¿ of the sealed outflow graft was returned attached to the pump outlet port, with the sealed outflow graft bend relief engaged to the graft attachment. The felt material of the apical cuff had been removed prior to the pump¿s return for evaluation. The metal apical ring was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device revealed low flow events which coincided with the patient¿s date of expiration. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU, rev. C, and the hm3 patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal failure, hepatic dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU , ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 2 of the patient handbook, ¿how your heart pump works¿, and section 4, ¿living with the heartmate 3¿, caution: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08nov2020. No further information was provided. The manufacturer is closing the file on this event.